Manufacturer narrative:
Analysis: upon receipt at medtronic¿s quality laboratory, the device was submerged in clear 0.2% glutaraldehyde solution. The valve showed no evidence of distortion or damage. The valve met specification for frame size. All leaflets were in the closed position with gaps between the free margins of leaflet 1(l1) and leaflet 2 (l2) as well as between leaflet 2 (l2) and leaflet 3 (l3). All leaflets were flexible except where thrombotic host tissue extended from the outflow. All commissures were intact. Tan-brown thrombotic host tissue was noted on the outflow margin of attachment of l1 which extended onto the belly of the leaflet. Tan-brown thrombotic host tissue was noted on the outflow margin of attachment of l2 and extended onto the leaflet. Remnant tan-brown thrombotic host tissue remained attached to the valve skirt in the inferior coaptive area between l1 and l2. Radiography did not reveal calcification on the returned valve. Conclusion: the device history record for the valve and associated frame lot was reviewed and showed that this device met all manufacturing specifications for final product released for distribution. No issues were identified that would have impacted this event. A number of factors can affect the creation of thrombus, including medications, peri-procedural injury, and pre-existing patient con ditions, and its presence and rate of formation is largely dependent on patient condition. Paravalvular leak/aortic regurgitation can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level or presence of pre-existing patient conditions. In this case, it was reported that the central aortic regurgitation was due to the distortion of the valve, which indicated an incomplete expansion of the valve. A large ridge of calcium along the non-coronary cusp (ncc) leaflet was reported which had prevented expansion of the valve, which may also play a role in the pvl noted. However, with the limited information and no images to review, a conclusive root cause could not be determined. Valve under-expansion/constrained can be affected by multiple factors such as patient anatomy (e.g., calcification location and levels) and procedure related factors (e.g., valve positioning). As reported, the valve had incomplete expansion due to heavy calcium reported on the ncc leaflet. Subsequently two inflations with a 20 millimeter (mm) non-medtronic balloon were performed. However, per the physician, it was not possible to forcibly stretch the valve using a balloon aortic valvuloplasty (bav) without rupturing the annulus. Per the evolut system instructions for use (IFU), "in the event that valve function or sealing is impaired due to excessive calcification or incomplete expansion, a postimplant balloon dilatation of the bioprosthesis may improve valve function and sealing. To ensure patient safety, valve size and patient anatomy must be considered when selecting the size of the balloon used for dilatation. The balloon size chosen for dilatation should not exceed the diameter of the native aortic annulus. Refer to the specific balloon catheter manufacturer's labeling for proper instruction on the use of balloon catheter devices." Subsequently, the valve was explanted and replaced. There was no information to suggest a device quality deficiency that may have caused or contributed to this event. This event does not indicate device misuse or malfunction. Updated data: method, result, and conclusion code updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, moderate paravalvular leak (pvl) was reported after the valve deployment. Subsequently two inflations with a 20 millimeter (mm) non-medtronic balloon was performed and the pvl was to be monitored. One day following the valve implant, transesophageal echocardiogram (tee) was unclear of the paravalvular leak (pvl) and another tee was scheduled for the following day. A decision was made to explant the valve three days following the valve implant. Per the physician, the valve was perfectly deployed but pushed open by a bar of calcium. Central aortic regurgitation was also reported due to the distortion of the valve. A 19 mm non-medtronic surgical valve was implanted successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: a4 - patient weight. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that one day following the valve implant, a doppler showed mild to moderate paravalvular leak (pvl). Three days following the valve implant, it was observed that the valve had incomplete expansion due to heavy calcium reported on the non-coronary cusp (ncc) leaflet. Unknown central aortic regurgitation was reported, indicating an incomplete expansion of the valve. During explant of the valve, a new thrombus formation was identified within the distracted native valve and some fibrin deposition along the leading edges of the outflow tract of the valve. A large ridge of calcium along the ncc leaflet was also reported which had prevented expansion of the valve. Per the physician, it was not possible to forcibly stretch the valve using a balloon aortic valvuloplasty (bav) without rupturing the annulus. The transcatheter valve was successfully explanted and replaced. No additional adverse patient effects were reported. Product analysis: the device was returned, and device evaluation anticipated but not yet begun. Conclusion: the investigation is in progress. Updated data: d10 - device available for evaluation and return date; h6 - device code, eval method code, eval result code, eval conclusion code. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.